Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique by the patient. The culture results of coagulase-negative staphylococcus support this conclusion. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was diagnosed with an infection and was prescribed antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the clinic on (B)(6) 2025 and was diagnosed with peritonitis. No symptoms were provided. The patient was initially started on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, and frequency, and duration not provided). The patient¿s pd culture was positive for coagulase-negative staphylococcus (no species provided). The patient¿s antibiotics were adjusted, and the ceftazidime was discontinued. The patient continued with the ip vancomycin taking the last dose on (B)(6) 2025. The patient is expected to have a repeat culture obtained the week of (B)(6). The patient was not hospitalized for the peritonitis event. The patient continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was diagnosed with an infection and was prescribed antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the clinic on 28/jun/2025 and was diagnosed with peritonitis. No symptoms were provided. The patient was initially started on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, and frequency, and duration not provided). The patient¿s pd culture was positive for coagulase-negative staphylococcus (no species provided). The patient¿s antibiotics were adjusted, and the ceftazidime was discontinued. The patient continued with the ip vancomycin taking the last dose on (B)(6) 2025. The patient is expected to have a repeat culture obtained the week of (B)(6). The patient was not hospitalized for the peritonitis event. The patient continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was a breach in aseptic technique.